Manufacturer narrative:
Details of complaint on (B)(6) 2019 customer requested part number for the display for replenishment purpose. The display of the cns failed. Customer had put in a back up display to resolve the issue and intended to purchase another back up display. Service requested: requested part #. Service performed: provided part #. Investigation result: device was put into service on (B)(6)2008. Warranty expired on (B)(6) 2010. Service history for this device shows no other incidents related to display failure. As the display is not available for analysis, the root cause of the display failure is unknown.

Event description:
The customer reported that the central nurse's station (cns) display was found blank over the weekend while monitoring patients.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was found blank over the weekend while monitoring patients. Customer was provided part number to order a new monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display was found blank over the weekend while monitoring patients.